Event description:
It was reported that the health care provider (hcp) was able to aspirate the reservoir but unable to fill it. It was also reported on the report date the hcp had expected 11ml of drug and was able to aspirate that amount out. After that, he then started to fill the 40ml pump but could only get 20ml in. The hcp was still able to aspirate at that time. The hcp then sent the patient home. The hcp didn't believe the patient had done any hyperbaric treatment or scuba diving. The hcp was looking for guidance and troubleshooting at the next refill including x-rays was discussed. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36200, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
Additional information received reported the health care provider (hcp) refused to answer questions from the device manufacturer because the questions asked were ¿irrelevant¿ because the patient had passed away. The death was confirmed to be non-device related. No further information was provided.